Event description:
It was reported that during a cryo ablation procedure, after the first and only delivery on the left superior pulmonary vein, the patient experienced a feeling of nausea and chest pain. The physician stopped the cryoablation delivery. The elevation was observed, and then the patient had multiple ventricular fibrillation episodes which were treated with several electrical shock defibrillations and cardiac massage. The patient died after cardiopulmonary resuscitation (CPR). It was noted that the physician stated that the death was due to a heart attack (myocardial infarction) and that the adverse event was not related to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.